Manufacturer narrative:
The device was returned to the MFR facility located in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
The device was returned to resmed design house in (B)(4) for an extensive engineering investigation. The reported system faults were confirmed through review of the device logs. The investigation determined that the device faults were due to water damage to the main circuit board (pcb) and pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
Ref import report #: (B)(4).